Manufacturer narrative:
Technical support provided the biomed the part number for a temperature thremostat for repair. Biomed is going to remove and replace part himself.

Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the cooler heater unit goes into "over temp" at forty degree celsius setting. He also noted that the gauge goes past forty-two degrees celsius and the red light comes on. Once the event occurred during preventative maintenance, there was no pt involvement.